Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the wiring of the level sense cable was broken on one side of the wash bottle. Fse resoldered the wire to the terminal and tested the device. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. 3019 washer low the aia-360 operator's manual revision 10, chapter 7 -error messages and flags was reviewed. The aia-360 operator's manual indicates that the 3019 washer low error message is generated when there is insufficient wash solution. The operator is instructed to confirm that the "assay" displayed on the upper right of the assay monitor screen changes to "stop", replace the wash solution with new one, and press the start key to restart assay operation. The most probable cause of the reported event was due to a faulty liquid level sense cable.

Event description:
It was reported that the customer experienced intermittent "3019 washer low" errors with their aia-360 analyzer. The customer stated that the wash bottle was full. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the reported event.